Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported during the index procedure during deployment of the ipsilateral leg, the release mechanism ceased working after 2 thirds of the graft was released. Several attempts were made to initiate the release mechanism without success. The physician then disassembled the handle of the delivery system and manually deployed the stent graft and the procedure was successfully completed. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Additional information received reported that the patient has an infra-renal neck length of 30mm and the aneurysm diameter was 55x56mm. The common iliac arteries were 10mm with stenosis on both sides which was treated before implantation. It was also reported the patient had a minor stroke a few days after the procedure. The patient was diagnosed with atrial fibrillation and medially treated with eliquis (treatment had been paused due to the evar procedure). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the graft cover was cut away prior to the bail out procedure to facilitate better access. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the delivery system returned with the handle disassembled. Kinks were observed on the graft cover 9cm and 18.4cm proximal to the graft cover tip. The strain relief had been partially cut away. The graft cover had been cut away 46.3cm proximal to the cover tip. The cause of the deployment difficulties experienced by the physician may have been related to the kinks present on the graft cover however this could not be determined through analysis. If information is provided in the future, a supplemental report will be issued.